Event description:
It was reported that the battery longevity lasted less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194-88 lead 2009 (B)(6); 5076-52 lead 2009 (B)(6); 5076-58 lead 2011 (B)(6). (B)(4).